Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 306 mg/dl. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device multiple times and the issue remained unresolved. Customer tried nine different brand new batteries and none of them worked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarms noted during testing or in the device trace download. No unexpected replace battery now alarms noted during testing. Device received with scratched case, pillowing keypad overlay, stained serial number label, and minor scratched lcd window.